Manufacturer narrative:
B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6a - implant date estimated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis, myocardial infarction, infection, stenosis, hematoma, and dissection, are listed in the supera peripheral stent system instructions for use as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported thrombosis, myocardial infarction, infection, stenosis, hematoma, intimal dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced in b5 is captured under a separate medwatch report. Attachment - article titled: "bypass versus interwoven nitinol stents for long femoro-popliteal occlusions: a propensity matched analysis.

Event description:
It was reported via a research article that 437 patients with femoro-popliteal atherosclerotic disease were enrolled in the study. Treatment was either implanting supera stent or undergoing open bypass surgery of the femoro-popliteal segment. The aim of the study was to compare femoro-popliteal bypass and interwoven nitinol stenting for long occlusions of the femoropopliteal segment. A total of 113 patients had the supera stent implanted with no reported procedure issues. As primary endpoints primary patency, primary-assisted patency and secondary patency were calculated. For secondary endpoints major adverse cardiovascular events, major adverse limb events, primary sustained clinical improvement and survival were documented. Post procedure follow-ups identified the following adverse patient effects potentially related to the supera stent: death, thrombosis, dissection, hematoma, wound infection, myocardial infarction, restenosis, medical intervention, surgical intervention, and amputation. The article conclusion was that a nonselective endovascular strategy can allow for regular successful treatment of femoro-popliteal lesions longer than 25 cm using interwoven nitinol stents. Additional details can be found in the attached article, "bypass versus interwoven nitinol stents for long femoro-popliteal occlusions: a propensity matched analysis".